Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false positive) was completed. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for false positive is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false positive results. Based on the limited information available, root cause cannot be determined. A supplemental report will be filed if any further investigation and/or additional information is obtained. Lucira health devices are marketed under eua 210196 check-it and eua 202920 all-in-one. It is unknown of the brand associated with this reported complaint.

Event description:
One device reported as having an alleged false positive result sent via social media (twitter). The complainant did not provide kit lot number information associated with the lucira test kit performed with an alleged false positive result. The complainant mentioned retesting with two nasal tests (1 flow and 1 modmd), one saliva test (flow), one flu a/b test (modmd), and multiple other tests (binax now, accula (pcr), indicaid) all with negative results. No additional information provided from the complainant.